Event description:
The point of care coordinator of the health care facility reported that the readings on the customer's precision xtra meter were unclear; therefore, she was over medicated. In addition, the customer was disoriented and experiencing symptoms such as shakiness, dizziness, and diaphoresis. The customer was transported to oak bend medical center and was hospitalized. The customer was diagnosed with renal failure; however there was not treatment indicated. There was no report to death or permanent impairment.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.